Event description:
It was reported that an autopulse platform experienced error communication with the battery. Add'l info was rec'd indicating that the archive showed user advisory ua03 (error communicating with battery controller). Review of the archive indicated that the ua 03 message occurred on (B)(6) 2013 not on the reported date of occurrence on (B)(6) 2013. Add'l details were not provided. No adverse pt sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform indicates that there was no damage to board. Reported problem was confirmed. The archive data exhibits multiple user advisory ua 03 (error communicating with battery controller). Observed the customer complaint however, reported problem could not be duplicated. The board was ran for 15 minutes with lrtf (large resuscitation test fixture) and 30 minutes with test manikin with no issues. Probable root cause associated with this incident may have been due to loose connection when battery was inserted. No batteries were returned with the board for testing/evaluation. Board passed final test.